Event description:
Three patient samples with discrepant results for multiple assays. Patient 1, initial ammonia result gave 10 umol/l; repeat gave 39 umol/l/l. Sample repeated twice on a different instrument - different methodology giving 6 umol/l each time. In 2008: patient 2, initial urine total protein result gave 2 mg/dl; repeat gave 47 mg/dl. Patient 3, initial urine creatinine result gave 0.1 mg/dl; repeat gave 165.5 mg/dl. Erroneous results were not reported. Although the exact root cause was undetermined, the filed representative performed a decontamination of the analyzer. Performance tests were performed and within specifications.